Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post sensed t wave oversensing. Programming changes were discussed, the physician elected to monitor the patient as the episodes all occurred in one day. There were no patient consequences.